Event description:
This lv lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011 states that patient had jumping in her pocket and diaphragmatic stimulation. They turned off the lv lead impedance measurement. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).